Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of a depletion of "r sensed wave". The programmer successfully paired to pc via bluetooth. Verified firmware (fw) version. It was noted that no cables returned with the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the mobile app logs indicated a usability issue. The instrument failure was not confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attenuation was noted in the measurement data of the "r" wave after connecting to an implantable pulse generator (ipg) as opposed to the measurement data of the "r" wave when using the programmers analyzer. It was further noted that a large decrease was observed between the data measured by the programmers analyzer and the implantable pulse generator (ipg).as a result the procedure was extended in order to consider possible causes and implement counter measures if required. It was speculated that the lead may have required readjustment, been too loosely connected, or may have required replacement. After that, the rv (right ventricle) lead was removed from the device and measurements were taken in direct comparison between the programmers analyzer and a different programmer model on two occasions. It was subsequently confirmed that the programmers analyzer had sensed a lower "r" wave when compared to the sensed "r" wave measured by the different programmer model. After connecting the implantable pulse generator (ipg) the r sensed wave was measured again but there was no change. As a result of these findings it was speculated by the physician that the cause of the discrepancy was not related to the implantable pulse generator (ipg) but was on the programmers analyser. The procedure was completed by using the implantable pulse generator (ipg) as it was and adjusting according to the sensitivity setting of the rv lead. The programmer was returned for service. No patient complications have been reported as a result of this event.